Event description:
A site representative reported a vertek arm was tightening, causing the male threaded portion to cross thread. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Another hospital staff member reported to medtronic that it appears their vertek arm is stripped and cannot be used clinically. Site has not requested a replacement. Suspect device has not been returned to manufacturer for evaluation. Cannot confirm complaint. Part not returned to manufacturer.